Event description:
A powerflex dilatatiin catheter was selected for percutaneous transluminal angioplasty of the left iliac artery lesion (lesion length and reference vessel diameter were unk). However, inflation was attempted with an indeflator and the balloon did not inflate. Consequently, this balloon catheter was withdrawn and another powerflex p3 catheter (8mm x 4cm) was selected and successfully completed the procedure without incident. No leaks and no burst with balloon part separation were confirmed. Additionally, it was confirmed that there was no dissection. No anomalies of the involved balloon catheter were found during inspection prior to use or preparation. There were adverse effects to the pt. No additional procedural-and pt-specific info was available.

Manufacturer narrative:
The intended procedure was pta of a lesion in the left iliac artery. No anomalies were noted upon inspection prior to use. It was reported that when the after the device was positioned at the target lesion, the balloon failed to inflate. The product was returned for analysis. Functional testing was performed by pressurizing the catheter up to 15 atmospheres, and the balloon did not inflate. Manufacturing route sheets were reviewed and results indicated that the product met quality acceptance. However, cross sectional analysis revealed that the inflation lumen at the position of the proximal balloon seal was sealed tight. This anomaly was caused by an operator related failure during the proximal balloon seal process. The complaint was confirmed and in this case, the reported event was manufacturing.